Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a minimally invasive surgical procedure on the foot. It was reported that the mica burr broke during surgery. No patient complications were reported.